Manufacturer narrative:
UDI: product detail not provided a complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Notified by legal: patient was implanted with cougar cage system (B)(6) 2014. On or (B)(6) 2015 patient presented himself to the emergency room for back pain and bulge. Xrays revealed a broken rod with pulled out screws. As well as, additional broken screws. Xrays revealed a breakage of the 11 screw of the t11 at the connection between the head and shaft. It was decided that the hardware needed to be removed from the thoracic spine plus an extension of fusion and osteotomy at the t12-l1, l1-l2.